Event description:
Boston scientific crm received information that this right atrial (ra) lead exhibited high out of range impedance measurements along with ra undersensing. A lead revision was performed were this lead was surgically abandoned and a new ra lead was successfully implanted. Other than the procedure, no adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned and will not be returned. No additional information is available at this time. If additional information becomes available, this report will be updated.